Event description:
The pt experienced elevated blood glucose levels. The pt also reported that his basal insulin delivery rate reset to 0.00 units without intervention. The pt reprogrammed the basal insulin delivery rate and continued to use the pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation of the history indicated that the basal rate was reset to 0.00 following a power interruption. The complaint could not be duplicated, and evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.